Event description:
It was reported that during a coronary angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the non tortuous and non calcified diagonal to the proximal ramus artery. The maverick 2 monorail 9mm x 2.5mm balloon was advanced to the lesion and inflated to 4 atm in the diagonal artery which was 2.5mm diameter. The balloon ruptured. The procedure was completed with a different device. No pt complications or injuries were reported. The pt status is reported as "stable."

Event description:
It was reported that during a coronary angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the non tortuous and non calcified diagonal to the proximal ramus artery. The maverick 2 monorail 9mm x 2.5mm balloon was advanced to the lesion and inflated to 4 atm in the diagonal artery which was 2.5mm diameter. The balloon ruptured. The procedure was completed with a different device. No patient complications or injuries were reported. The patient status is reported as "stable."

Manufacturer narrative:
Device evaluation by manufacturer: a detailed microscopic examination of the balloon material identified a longitudinal tear present in the balloon. The tear was located just proximal to the proximal edge of the proximal markerband and it measured approximately 1mm in length. Some of the balloon material at the site of the tear was raised. A detailed examination of the proximal markerband identified no issues which could potentially have contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).